Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose on the insulin pump. Customer's blood glucose level went lower than 100 mg/dl. Troubleshooting for low blood glucose was performed. Customer pulled over their vehicle and treated themselves with glucose tablets and the insulin pump. Customer stated they told their doctor to lower their insulin due to almost have a car accident. Customer experienced low blood glucose issues for a 6 month period. Customer was advised to monitor the insulin pump, monitor their low blood glucose and call back if issues persist.